Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer met resistance while loading the cartridge with insulin. A new syringe needle was used and the cartridge was successfully loaded. Blood glucose was 89 mg/dl.